Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients stimulation was inadequate and was not hitting the correct areas. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that the patient also had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively. Model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: 15867007/15867007. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients stimulation was inadequate and was not hitting the correct areas. The patient underwent a revision procedure.